Event description:
Pt reported infusion device beeping and displaying "---" with numbers. He indicated that he changed the power packs and the infusion device worked properly. He indicated that the power pack had been in use for 20 days. Pt stated that he had been notified of the power pack recall. He did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.